Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found programmed to 'monitor only' at the two previous follow-up visits. The physician also reported that inconsistent charge were noted.